Manufacturer narrative:
Received one device. Customer issue was confirmed visual inspection found that the downstream occlusion sensor (dso) is defective. Functional testing found that 2 keys on the keyboard are stiff. Keypad and dso sensor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the buttons are feeling sluggish and getting stuck. There was no patient involvement.